Event description:
It was reported that at the time of the implant, the physician observed that the helix was already partially extended. He extended and retracted the helix a few times and then implanted the lead. The lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.